Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was implanted in (B)(6) 2007 .(B)(6) 2013 pain and stiffness with audible squeaking. (B)(6) ¿ 1st stage revision as a precaution no evidence of infection. (B)(6) - 2nd stage revision.

Manufacturer narrative:
Product complaint # :(B)(4). This product was reported in error. Depuy doesn¿t have the responsibility to make a reporting determination and submit adverse event reports for this instrument. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.